Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 1/3 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the pt line of the homechoice set without pausing therapy. When hp returned the cycler was alarming. In an endeavor to clear the alarm the hp reconnected their transfer set to the pt line of the homechoice set. Tsc assisted hp in ending their therapy early. Per hp's rn, no pt injury or medical intervention was associated with this incident.